Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight. In turn, the ipg flipped and moved around in the pocket. The patient could no longer charge the ipg and the ipg became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2017. The issue was resolved.